Event description:
Medtronic (covidien) received information regarding a flow diversion treatment of two unruptured saccular bilobed internal carotid artery (ica) aneurysms measuring 7mm by 5mm and 2mm by 2mm. During the procedure, the physician reported that two pipeline devices did not open proximally and a marksman catheter stretched. The first device pipeline (4.00x30) distal end opened well, but further deployment of the pipeline around a curvature did not open. Many attempts were made to open, but were unsuccessful. The pipeline was removed by trapping the pipeline braid between the capture coil and the catheter. When the pipeline was physically checked outside, the pipeline did not open even after complete exposure and continued to stay unopened. There was a twist which was noticed. No friction or difficulty during delivery was reported. The second device, pipeline (4.00x25) distal end opened well, but further deployment of the pipeline around a curve did not open. The physician rotated the pushwire twice to deploy the pipeline without success. The pipeline was removed by the same method as the first pipeline. This pipeline also did not open when inspected outside. It was reported that the marksman had stretched when the pipeline was removed. This was noticed after the first pipeline was removed. The physician used heparinized saline drip to continuously flush the microcatheter during pipeline device use. A second marksman was then used to deliver a pipeline (3.75x25) successfully. The physician chose this smaller size because there was no other size available in 4mm diameter. No patient injury was reported as a result of this procedure. MDR also related to this event 2029214-2015-00462.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that could have contributed to the reported event. (B)(4).

Manufacturer narrative:
The lot history was reviewed and no quality issues were noted. The microcatheter, pushwire, and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The tip coil and captured coil appeared to be damaged. The ends of the pipeline were found fully opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's report could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was fully opened with damaged braid. It is possible that the damage to the tip coil, capture coil, braid and catheter may have contributed to the reported issue subsequently causing failure/incomplete to open during deployment. However, the cause for damages could not be determined. All products are 100% inspected for damages and irregularities during manufacture. This report is for the first device used in this event. The second device used in this event was reported in MDR# 2029214-2015-00462.